Manufacturer narrative:
A respiratory therapist reports inomax ds device (B)(4) was leaking nitric oxide. Eval summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident is a failed pressure switch.

Event description:
On (B)(6), 2010, a respiratory therapist reports inomax ds device (B)(6) was leaking nitric oxide. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and is schedule to be returned to the company for investigation.